Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via telephone call that the customer had a low blood glucose of 35 mg/dl. The customer was treated with juice. The customer saw a health care professional and the parent reported that the customer now has a snack before bedtime and the blood glucose is around 120 mg/dl when waking up. The parent also reported that there had been a few bent cannulas on the infusion sets. The parent declined troubleshooting for these issues.